Event description:
Caller reported performa blood glucose results of 159 mg/dl and 59 mg/dl within 2 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noted. The index procedure treated the 100% stenosed, 30-33mm in length lesion chronic total occlusion located in the calcified right coronary artery (rca). It was noted the lesion required various techniques to adequately prepare the vessel for stent implantation. The physician then made multiple attempts to advance a 4.0x38mm promus element stent, but was not able to cross the lesion. It was noted that the stent seemed to be engaging with "a spickle of residual fibrocalcific lesion". Upon withdrawal, the physician noted disrupted stent struts. The procedure was successfully completed with a 3.5x38mm non bsc stent. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The event occurred in (B)(6).